Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient's friend/family member regarding patient's neurostimulator (ins) that was implanted for spinal pain. It was reported that patient was having really bad pain because the device "quit working." Caller did not really know the details of what quit working. Doctor had been putting patient on different medicines and nothing was helping. Caller stated that they want to see if they can get the stimulator working so the patient can use it and see if they can get it working. Caller states they called the hcp (who doesn't work with device) told them to call the manufacturer to see about resolving this issue. Event date was provided as few years ago. An exact date was not provided. No further complications were reported/anticipated.